Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device keeps showing sound failure during use. Asp called and confirmed that reported problem was found during self-test, therefore, there was no patient involvement at the time the issue was discovered. Device was checked and evaluated by customer only, reported problem was confirmed that device failed the self-test. It was confirmed that after redoing the self-test, device was back to normal use. Reported problem cannot be reproduced. No further information regarding the inspection and tests was provided. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). H3 other text : device evaluated by third party.